Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2017 with the following findings: investigation revealed the battery cap top was damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery cap top was damaged. This report is made based on results of the investigation performed on 06/14/2017.